Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm, endoleak and reoperation. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an inflammatory thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. Intra-procedure imaging revealed a distal type I endoleak, and the patient tolerated the procedure with a wait-and-watch approach taken to the endoleak. A follow-up study revealed that a pseudoaneurysm was formed around the proximal end of conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016, additional conformable gore® tag® thoracic endoprostheses were implanted proximally to repair the pseudoaneurysm. The patient tolerated the reintervention without further health problems revealed. It was reported that there had been pre-existing thrombus in the proximal neck, and anatomical condition of the proximal neck was not good. Touch-up ballooning at the proximal portion of the endoprosthesis might have caused or contributed to the pseudoaneurysm formation.